Event description:
It was reported that the patient was at the hospital due to his blood pressure was dropping way too low and there was fluid in his lungs. The nurse stated that the ventilator just quit blowing without an alarm. The ventilator was taken off of the patient and the patient was placed on a backup ventilator. No patient harm reported. His nurse tried to trouble shoot the ventilator and could not get it to give a breath.